Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a pooling of intravenous (IV) fluid on top of the y-site port. The issue was identified during patient infusion prior to receiving chemotherapy medication. The tubing was changed and the infusion continued with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address:(B)(6). Initial reporter additional phone no.:(B)(6). Device manufacturer address 1: (B)(6). The user facility submitted medwatch for this event; however, a report # was not received. Should additional relevant information become available, a supplemental report will be submitted.